Event description:
Pulmonary valve was placed. The balloon on the delivery system ruptured after deployment. The tip of the sheath broke off. Angiograms indicate the tip of the broken sheath is sitting in the coronary sinus. Device ruptured after deployment.